Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary nodule resection, the clip applier was associated with clips accumulating at the tip of the device and not coming out. The surgeon was able to squeeze the handle when the issue occurred. To resolve the issue and complete the case, another device from the same batch was opened and used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a pediatric open pulmonary nodule resection, the clip applier was associated with clips accumulating at the tip of the device and not coming out. The surgeon was able to squeeze the handle when the issue occurred. To resolve the issue and complete the case, another device from the same batch was opened and used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.